Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 16mm synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted. The procedure was completed with a new and different device. No patient complications were reported.